Event description:
The customer received complaints from doctors that the "sister hospital ((B)(6) hospital)" calcium results are lower than the results generated at this laboratory by 0.5 to 0.6 mg/dl. A correlation was run and the following results were received. The pt samples were randomly run on both cobas 6000 c501 analyzers at customer site and it is unk which sample came off which c501. All repeat results were generated from an olympus analyzer at the sister hospital. Sample 1, initial result gave 13.8; repeat gave 12.9 mg per dl. Sample 2, initial result gave 11.4; repeat gave 10.4 mg per dl. Sample 3, initial result gave 11.0; repeat gave 10.2 mg per dl. Sample 4, initial result gave 11.4; repeat gave 10.4 mg per dl. The user stated any value over 10.6 mg per dl is sent to the sister hospital ((B)(6) hospital) to be run. All pt calcium results above the 10.6 mg/dl reference range were reported with the repeated calcium results from the sister hospital. No adverse events were reported.

Manufacturer narrative:
The technical service rep was unable to find a cause with the calcium application. The field service rep was unable to determine a cause. He checked the rinse levels and sample/reagent syringes. Precision and correlation studies were performed and calibration and controls were run to verify analyzer performing within spec. Reference medwatch report with (B)(4) for MDR on the other analyzer involved in this event.